Event description:
Caller reported a cgm error 42 with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. Following the reset, the cgm error did not reoccur, and technical support advised the caller to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.